Event description:
A US distributor contacted ZOLL to report that a patient developed a rash under the LifeVest equipment. Patient described the area as blistering. There was no alleged device malfunction contributing to the irritation. It's unclear if the patient received medical intervention. Reporting out of the abundance of caution. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
not applicable.